Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to right heart failure. Whether the outcome was device or therapy related was not provided. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 02oct2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.